Event description:
An angio-seal device was deployed following an uncomplicated angioplasty. A pre-deployment angiogram confirmed the common femoral artery measured 5mm; the antegrade puncture was well clear of the profunda. The physician stated the "luminal bar" of the device wedged transversely in the common femoral artery (cfa) approx 1 cm below entry into the artery, though not appreciated during deployment of the device. Following deployment of the device, additional pull back was required to reveal the black compaction marker. Hemostasis was achieved. A post-deployement ultrasound revealed trubulent high velocity flow in the cfa with poor black flow in the superficial femoral artery (sfa). A catheter procedure from the contralateral side revealed the "t-bar" wedged transversely in the cfa, with localized dissection of vessel and an intraluminal collagen plug. A balloon angioplasty improved blood flow in the sfa, however the vessel dissection increased in size, the procedure was terminated. Pedal pulse were present, anticoagulation therapy was planned and the pt was to be monitoried. Reportedly there was no further complications. The physician stated there was a "need to be consci0us that the device did not retract 1.5 cm before the t-bar locks" and to use ultrasound if necessary. The issue of physician retraining has been addressed with the st. Jude medical representative.